Event description:
It was reported that the customer slid and as a result the touch screen became shattered and unreadable. The customer's blood glucose was 278 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.